Event description:
Pt's generator migrated laterally. The device is pushing against the ulnar nerve and causing hand weakness. The pt has reportedly lost sensitivity to the distribution of the ulnar nerve. There was no weight loss or injury that may have contributed to the device migration. It is not known whether the generator was secured to fascia at the time of initial implant. Post-op notes reportedly indicate that the generator was implanted in breast tissue for cosmetic purposes. Surgical consult is pending. The pt is uninsured and does not know whether revision surgery will take place. Excessive device migration could potentially cause a lead malfunction.